Event description:
The pt was transported to ER. Pacer interrogated and was found at no output. Pt placed on temporary pacing support with rhythm stable. A new pacer was placed on 12/17/96. Pt expired on 1/18/97 due to respiratory failure and chf.